Event description:
A cls guide catheter was opened. We tried to flush the catheter and it was obvious that the tip on the catheter was mashed or had been crushed. So a new catheter was opened and used from a different lot number. The patient was not affected in this matter and case went as expected.